Event description:
Bard lifesolo 6x200mm nitinol stent would not deploy during peripheral vascular intervention on long superficial femoral-popliteal artery lesion. After crossing the lesion the sfa/popliteal were ptad over an 018 wire. The lifesolo was positioned in the popliteal artery at the knee. The distal 1-2cm of the stent deployed then delivery mechanism broke and the stent would not deploy. The stent could not be opened and had to withdrawn into the 6fr sheath. The distal radio-opaque tip of the delivery system and distal edge (1-2cm) of stent broke off and was retained in the right iliac artery and covered by a bare metal stainless steal stent. Diagnosis: superficial femoral artery , peripheral vascular disease.